Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the device noted that the guide wire was bent in numerous places. The catheter was received. The 10fr and 12fr tissue dilator¿s were received. The introducer needle was received. Pmv performed functional testing, the catheter was submerged into a water bath. The ends were clamped, and a syringe was used to inject air to observe leakage. No air bubbles were present. Both extensions were tested with acceptable results. A test guide wire was used and passed through the lumen with no occlusion. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the bent guide wire may occur with improper handling during the clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, it was reported that the guide wire that came with the kit was not passing through the venous port from both sides of the lumen and was occluded. It was stated that flushing was done prior to use but result was not stated. It was stated that that catheter was not repaired, tego was not utilized, there was no luer adapter issue, and the insertion site was not treated prior to placement. There was no reported patient involvement.